Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03689, 2015691-2021-03690, 2015691-2021-03691, and 2015691-2021-03692.

Manufacturer narrative:
The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2018. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. At the time of the study, the edwards sapien xt and sapien 3 transcatheter heart valves were indicated for patients with is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of these valves in the mitral position was not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position these valves in this scenario. In this case, there is insufficient information to determine the exact nature of the reported suboptimal result post deployment of the thv in a mitral ring with subsequent thv explant. However, per the authors, the cause of the event was the deployment of the thv in a small ring. There was no allegation or indication of an edwards device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: fuchs, a., urena, m., chong-nguyen, c., kikoine, j., brochet, e., abtan, j., fischer, q., ducrocq, g., vahanian, a., iung, b. And himbert, d., 2020. Valve-in-valve and valve-in-ring transcatheter mitral valve implantation in young women contemplating pregnancy. Circulation: cardiovascular interventions, 13(12), p.e009579.

Event description:
Edwards received notification through the review of the medical article, valve in valve and valve in ring transcatheter mitral valve implantation in young women contemplating pregnancy by corresponding author dominique himbert, et al. Per the authors, a single center study was performed in patients with edwards sapien xt and sapien 3 transcatheter heart valves (thv) implanted from 2013 to 2019. The following event was identified as pertaining to an edwards device: one patient had the thv explanted 6 months after a valve in ring transcatheter mitral valve implantation procedure due to a suboptimal result in a small ring (26 mm carpentier edwards physio 2). Additional details were not provided by the authors.